Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 349 mg/dl, 449 mg/dl and 149 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Additionally, the customer reports experiencing symptoms of "nausea, sweating, and chest compressions." There was no request for third party medical intervention or diagnosis documented. The customer self-treated with peanut butter to relieve his symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow-up report will be submitted once results are available. The meter readings reported fell within the "c" zone of the parkes error grid, is considered clinically significant and a report is being filed.